Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "under pressure of the plunger", the bd microlance¿ 3 needle detached during use and the liquid in the syringe "poured out externally".

Event description:
It was reported that "under pressure of the plunger", the bd microlance¿ 3 needle detached during use and the liquid in the syringe "poured out externally".

Manufacturer narrative:
Investigation summary: DHR- bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (november 10-14th, 2017) during which 66 visual inspections were carried out with zero defects noted. Needles (#7303523) were assembled in machine nº 4412 during which 380 visual inspection of 25 units each were carried out with 0 rejection noted. Cannula batches: #6299351, #7310946 and #6356215. Epoxy batch: i672641223. Research has not found no issues or abnormalities during manufacturing of injected hub batches #7311790 and #7297690 (injected in machine 3553 between october and november 2018) related to reported issue. Bd was unable to duplicate the indicated failure mode. No sample has been provided and review of DHR show no abnormalities during needles manufacturing. A definitive root cause related needle manufacturing process is not possible to determine.